Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
It was reported through the stryker facebook page, "my clicks with every step, he just told me, it is a mechanism !! So pretty much just live with it. Still numb and can't kneel on it. It's been 2 years!!"